Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the beginning of a routine hemodialysis treatment. The operator was unsure of how to clear the alarm. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not attempt to resolve the alarm in accordance with user's guide instructions. The disposable cartridge was not available for eval. The exact cause of the venous air alarmcannot be determined through air alarms at the beginning of treatment are typically indicative of inadequate removal of air during prime by the operator of air introducted during pt connection. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding troubleshooting of alarms and performing rinseback. Nxstage medical considers this report closed.